Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced occasional dizziness. It was also reported that the right ventricular (rv) lead exhibited oversensing of lead noise and lead fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.